Manufacturer narrative:
The reason for this revision surgery was the patient presented with pain and their proximal tibia had collapsed causing the tibial component to slightly loosen. The patient's weight was not given; but he was reported as a larger man. The length of in vivo service was 14.1 years. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 8 prior complaints reported against this part; summary of investigations: 3 for pain, 2 for stability and looseness, 1 mal-positioned, 1 for infection and 1 unknown. This is the first complaint against this lot number. The surgeon reported no issues associated with the product. The root cause relating to this event could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient presenting with pain. The patient's proximal tibia had collapsed (larger man) causing the tibial component to slightly loosen.